Event description:
Customer reportedly obtained results of 525 mg/dl and 150 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.